Event description:
After entering the pt information into the new motility computer, following protocol, the correct prompts were not available when the procedure started. The motility catheter was placed during an upper endoscopy. The study was started but the usual prompts were not available. The study was continued because it was recording. We were able to end and save as is normally done. The pt info was not found in the analysis portion.